Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self-test, off no power, unexpected restart error test, basic occlusion, occlusion, priming and excessive no delivery tests. There was no watchdog timeout alarm, no black dots on the display and low reservoir alarm functioned properly during testing. There was no weak battery alarm, no excessive no delivery alarm, no battery out limit alarm. The insulin pump was monitored and had no watchdog timeout alarm anomaly. The insulin pump was received with scratches on the lcd window, cracked case on the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. The insulin pump had one touch ultra-link functioning, communicating properly and recorded properly at the status screen. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call watchdog timeout alarm, battery out limit alarm, excessive no delivery alarm and high blood glucose levels. Troubleshooting for high blood glucose was performed. Customer's blood glucose level was 600 mg/dl. Customer treated their high blood glucose via insulin pump. Customer experienced stomach aches, nausea, shortness of breath, vomiting and dry mouth. Troubleshooting for battery out limit alarm was performed. Customer removed the battery and placed it back in which resolved the issue. Customer's alarm history showed multiple no delivery and low reservoir alarms along with weak battery. Customer performed the high pressure test and self test and passed both. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.